Event description:
It was reported that the patient experienced a heart rate in the 40's, pause, syncope and a ten second asystole on route to the hospital. The physician noted pacing complexes with no subsequent qrs complex.  The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.